Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. Customer states the loss was greater than 3 minutes within 10 days. Customer states loss was greater than 9 minutes within 30 days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.